Event description:
A physician reported that after a patient was implanted bilaterally with intraocular lenses (iol), the patient had photophobia that required intervention. Additional information was requested. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for investigation. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested, but not received. (B)(4).

Manufacturer narrative:
.

Event description:
This report is associated with the right eye.